Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with increasing shortness of breath, dizziness, and a drop in hemoglobin levels. Gastrointestinal (gi) bleeding was suspected. Review of the system controller log file by the manufacturer¿s technical services representative found no unusual events. Esophagogastroduodenoscopy could not locate the source of the bleeding. The patient is stable and is being treated with octreotide. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.